Event description:
It was reported that this right ventricular lead exhibited high capture threshold, increasing impedance measurements, low sensing amplitude and noise due to a suspected fracture. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.